Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. (B)(6). The broken plate was evaluated. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). The cross section surface shows no irregularities. As no detailed clinical information is available, the only evidence is that the breakage was caused due to a mechanical overloading. The cause is unknown.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this is a veterinary event. A plate was implanted on an unknown date. The plate broke while implanted. Patient was under strict rest of eight weeks. No additional information is available. This is report 1 of 1 for complaint (B)(4).